Event description:
It was reported that the locking ring was too loose in the metal shell. Therefore, the surgeon implanted a spare product instead of it.

Manufacturer narrative:
Method - review of device history, complaint history, an eval of the device cannot be performed as the device was not made available to be returned to the MFR. Review of the device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database from 2004 to present was reviewed for similar reported events regarding loose locking ring. There have been no other events for the reported lot ID and / or catalog#. Should add'l info become available, the eval summary will be submitted in a supplemental report.